Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed a small indent in the driveline of the left vad approximately six centimeters from the exit site; confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the reported event may be attributed to factors such as improper handling/operational context. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the ventricular assist device (vad) coordinator saw the bivad patient in the clinic and noted a small indent in the driveline of the left vad. The defect is difficult to see but can be felt. The location is approximately six centimeters from the exit site and is well immobilized. There have been no alarms. The driveline will continue to be monitored by the patient and will be checked at the next clinic appointment. The driveline remains in use. No patient complications have been reported as a result of this event.